Event description:
It was reported that pt retained the tip of an acorn cannula following a procedure. The pt expelled the acorn tip in 2006. This has now come to the attention of the hospital. The pt's doctor reports that pt is fine. The pt did complain of pain and bleeding.